Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had error 51.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction e1: (B)(6).

Manufacturer narrative:
Due to character restriction in block e1: e1 event site telephone is (B)(6). Corrected fields: e1 (event site telephone), corrected field (investigation findings). Updated fields: b4, g3, g6, h2, h11, g7, g1 (contact person ¿ mfg site).

Event description:
N/a.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had error 50 and 51. There was no harm or injury reported.

Manufacturer narrative:
Updated field: b4, b5, d4 (version or model, catalog, serial), d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, medical device ¿ problem code, type of investigation, investigation findings, components codes investigation conclusions, health effect ¿ impact codes), h11. Corrected field: e3. A getinge field service engineer (fse) states, inspection performed on the bia model system 98 as requested by the customer. When turning on the equipment, the display showed errors 50 and 51 on the screen and started to alarm. A controller board and a test motor were placed in the equipment and consequently failures 50 and 51 stopped occurring, however the equipment was still not working correctly because when trying to initialize the cycle it presented the auto fill failure. It was found through the logs that the auto fill error code was related to a leak, which was found at the junction between the vacuum hose and the motor connection. The leak problem was solved and after that the equipment cycled normally again, staying in work for around 1 hour. The customer's engine was opened and unlocked internally however it is necessary to replace the engine to prevent it from locking again, the engine and engine control board were put back in the equipment and it worked without any failure, it kept cycling for another hour without abnormalities. It is also necessary to replace the safety disc and the lead batteries which are expired. Note: the display screen is a little damaged in the characters, however it still can be displayed, it was not quoted because it is an obsolete equipment and does not have a screen to be replaced. Equipment not released for use.